Event description:
Customer reported receiving a high glucose reading from her freestyle lite meter that was higher than she felt. Customer also reported experiencing symptoms of hypoglycemia. Customer reported going to huntsville hospital where she was being diagnosed with severe hypoglycemia and treated with intravenous fluid. In addition, customer reported continues taking her oral diabetes medication. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow- up report will be filed once investigation results are available.